Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. The caller declined to provide information on whether blood glucose levels were affected, leaving the impact unreported. The caller was guided to adjust the pump's handling, remove it from its case, and attempt to press the button again. Despite these efforts, the button remained hard to press. Technical support decided to replace the pump and confirmed the shipping address. The caller will continue using the current pump and was instructed to put it into storage mode prior to returning it with a pre-paid label.